Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the oxygen source pressure was low, and the oxygen supply pressure and pipeline were normal. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen source pressure was low, and the oxygen supply pressure and pipeline were normal. The remote service engineer (rse) suggested that the customer should check the oxygen flow sensor and oxygen motor control board. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the oxygen source pressure was low, and the oxygen supply pressure and pipeline were normal. The remote service engineer (rse) suggested that the customer should check the oxygen flow sensor and oxygen motor control board. Per good faith effort (gfe) response, the authorized service provider (asp) engineer was not able to evaluate the device as the customer refused to pay for the repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.